Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2010 due an incident of diabetic ketoacidosis. Per the reporter, the patient had been experiencing labile blood glucose for several days with unexplained highs. On (B)(6) 2010 her blood glucose was >700 mg/dl and she was ill with vomiting. She was brought to the hospital. He was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B)(4). Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.